Event description:
The customer reported the set leaking "below the cap where the tubing first begins for the t-connecter". The dressing and t-connector were replaced; the line flushed well. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the MFR. The affected product has been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.